Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was reported that the cause of the kink was an angulated neck. No damage to the original packaging was observed.

Manufacturer narrative:
Product analysis results are: the event could not be confirmed as there were no issues when releasing or recapturing the tip capture mechanism. The root cause of the event could not conclusively be determined; however, the patient¿s anatomy of a highly angulated aortic neck, most likely contributed to the event as there was evidence of bending/kinking on the graft cover, spindle lumen and tapered tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that during the index procedure, the tip of the delivery system was kinked. As a result, the tip capture did not open properly which caused the stent graft to "come down a little bit." Thus, another stent graft was implanted to achieve proper infrarenal seal and complete the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.